Manufacturer narrative:
A field service engineer (fse) was dispatched and checked the tubing and pump. The fse then removed and cleaned the wash station and found no evidence of leak at the time of inspection. As of (B)(6) 2010, the customer did not call back the bci hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a fluid leak in the closed tube aliquotter (cta) around the washing area in compartment, located in the unicel dxc 600i synchron access clinical system, has occurred for several days. No injury was reported.